Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device did not deliver a shock with the first attempt but the device delivered the shock as expected with the second attempt. The biomed reported that the patient involved did not experience harm or an adverse patient impact.

Event description:
It was reported to philips that the device did not deliver a shock with the first attempt but the device delivered the shock as expected with the second attempt. The field service engineer (fse) downloaded and sent the electronic rhythm files on (B)(6) 2018. The events recorded in the files show that the device was in monitor mode when the external paddles were first applied to the patient and no shock was delivered prior to the external paddles being removed. Later, when the device was in manual/defibrillation mode and the external paddles were re-applied, a successful shock was delivered to the patient.

Event description:
It was reported to philips that the device did not deliver a shock with the first attempt but the device delivered the shock as expected with the second attempt. The biomed reported that the patient involved did not experience harm or an adverse patient impact. Additional event details and patient characteristics requested but were not provided.